Event description:
An article in the journal of vascular surgery reports a pt who was implanted with two gore tag thoracic endoprostheses to repair a descending thoracic aortic aneurysm as the second stage of a hybrid procedure. The pt had previously undergone repair of ascending and aortic arch aneurysms, with an elephant trunk graft limb placed in the descending thoracic aorta. Eight months after placement of the thoracic endograft, the pt presented with an acutely expanding and symptomatic thoracic aneurysm. The pt was operated on urgently. The proximal portion of the endograft had eroded into the previously placed dacron elephant trunk limb. The proximal portion of the endograft was removed and was replaced with a dacron graft.

Manufacturer narrative:
Conclusion - the root cause of the graft eroding the previously placed dacron graft is unk. Fehrenbacher, john w and robert a mccready. "Erosion of elephant trunk dacron graft limb by thoracic endograft causing acute aneurysm expansion." Journal of vascular surgery 2009, 49: 491-3.